Event description:
It was reported that the coil broke off at the tip inside the introducer sheath. There was no patient involvement.

Event description:
It was reported that the coil broke off at the tip inside the intoducer sheath. There was no patient involvement.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that the pusher wire was bent at 53.5cm and 120.0cm from the distal end. The main coil was not attached to the distal end of the pusher wire. However, the detachment zone was intact and the inner coil was still encapsulated in the polyethylene tetraphthalate (pet) and attached to the distal end of the pusher wire indicating that the coil did not separate from the pusher by electrolysis/normal detachment. The pet was noted on 5 proximal winds of the main coil. The proximal end of the coil was also stretched after the pet encapsulated winds. No anomalies were noted on the mid to distal end of the main coil and the zap tip. Rough edges noted on the pet on both the main coil and the inner coil and the stretch on the main coil indicate that the coil was pulled away from the pusher wire with enough force to break the pet junction and stretch the coil. It is likely that resistance encountered as the coil was being retracted into the introducer sheath resulted in the coil stretching and the force of the withdrawal was such that the pet junction between the main coil and the inner coil was pulled apart. Coil breakage is a procedural risk associated with coiling procedure and noted in the labeling. Therefore, the most likely root cause of this event was determined related to operational context.